Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that impedances were going high and low; sometimes saying good, sometimes saying avoid. Reprogramming multiple times to avoid high impedances. The entire system was explanted and replaced with new leads and new ins. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced high impedance on channels 9, 10, 13, and 14 after implantation, and the patient was unable to increase intensity when desired. The issue was ongoing and not resolved. Impedance values were measured, and reprogramming was performed to provide coverage and good therapy outcomes by programming around the high impedances. No replacement product was required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.